Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm, black circle or audio anomaly was noted. The insulin pump had minor scratches on the display window and a missing end cap sticker.

Event description:
It was reported the customer had a button error alarm on their insulin pump. Customer also stated the insulin pump was beeping and there was a black circle on the screen. The customer did not damage their insulin pump. Customer also stated the button error alarm occurred after removing their battery for 30 minutes. The customer's blood glucose was 180 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.